Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee mp system. During an interventional procedure, while the system was not in bypass, a live image was unavailable. The procedure was interrupted while a system restart was performed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the error was caused by a defective transceiver. Several requests were made to return the defective components for further investigation, however, the transceiver could not be provided. Therefore, the exact root cause could not be determined. The affected transceiver was exchanged and the problem did not recur. No further will be taken at this time.